Event description:
It was reported by the rep the device was used during a laparoscopic gastric bypass. It was reported the seals tore on all four trocars during the case. Surgeon was very upset as gas leaked profusely out of them during the procedure. The surgery was completed using them, even though they did not work properly. Or time was extended 30 minutes per the surgeon.